Event description:
During a watchman left atrial appendage closure procedure, a non-abbott nrg transseptal needle (bmc baylis medical) was selected for use and thrombosis occurred. Prior to the procedure, transesophageal echocardiogram imaging done on this patient showed no thrombus or smoke on the image. The physician planned to do the entire procedure with ice only. After gaining three femoral accesses, a 16f introducer was inserted at one of the sites, then the ice catheter was advanced up another site. The physician was made aware twice that there was a heavy smoke in the left atrium. As per the physician, since the patient had oral anticoagulation, the decision was made to continue with the procedure. A transseptal puncture was performed using a non-(B)(6) nrg transseptal needle and the agilis sheath. Once the sheath was swapped with a non-(B)(6) device (boston scientific watchman sheath), a second transseptal puncture was done with the nrg needle. When the ice catheter was advanced into the left atrium, a thrombus was noted in left atrial appendage closure. When the thrombus was checked at the supramitral position, it was noted to be large. The procedure was cancelled and all catheters were removed from the left atrium. Activated clotting time lab work and heparin administration were not performed given quick onset of thrombus. The physician has planned to keep the patient on oral anticoagulant and is considering ordering a CT for the patient. As per the clinical rep, the patient likely developed the thrombus in the left atrial appendage prior to transseptal based on the heavy smoke that appeared in the left atrium on ice view. There was no tee support, and the physician wanted to move forward. This report reflects information received by FDA in the form of a notification per 803.22(b)(2). Ref reports: mw5145725 (acunav ice catheter), mw5145726 (amplatz guidewire). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).